Event description:
Healthcare professional not report any adverse event. Later healthcare professional reported "discomfort". This record is for the left side. Device was explanted and replaced with another manufacturer's device and it will not be returned.

Manufacturer narrative:
Continued e.1 initial reporter establishment name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: insufficient information: event is not applicable for analysis. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of breast pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: breast pain (discomfort).